Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported the device is not charging well anymore and was the patient was told the device is outdated. The patient stated a year ago their back got caught on a chair and they pulled the device. The patient reported they were going to put new a new ins and an additional lead. No patient symptoms were reported. No further complications were reported/anticipated.